Manufacturer narrative:
The information obtained is limited to the received medwatch report. Based on the information provided, no conclusion can be made as to the degree to which the 3dmax mesh may have caused or contributed to the patient¿s alleged postoperative course. As alleged, the patient underwent an uneventful robotic surgery with bilateral implant of 3dmax light mesh (right and left). It is alleged that postoperatively, the patient had chronic burning inflammatory pain in the area of the mesh, scar tissue, ambulation difficulties and nerve pain. Review of manufacturing records shows product was manufactured to specification. This MDR represents the 3dmax light (device #1). An additional MDR was submitted to represent the 3dmax light (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per medwatch (mw5157885): "I received surgery to repair 2 inguinal hernias (one on each side of body). It was repaired laparoscopically by surgical robot using mesh. The surgery itself was uneventful but I never recovered. I have chronic burning inflammatory pain in the area of mesh over 1 year later prevents me from walking long distance or doing various exercises. I have severe scar tissue across my pelvis and abdomen tightening my pelvis and upper thighs make movement and standing painful. I had nerve pain across my pelvis and radiating into the tops of my thighs for over 6 months post-surgery. Ref report: mw5157884." This file represents 3dmax light mesh (right) (device #1).